Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: only one (1) of two (2) actual samples and one (1) companion sample were received for evaluation. One (1) actual device was not returned; therefore, a device analysis could not be completed. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on both returned samples which included prime testing and clear passage testing. The samples failed prime testing as the set would not prime and failed clear passage testing as there was blockage between the tubing and the interlink t-connector. The reported condition was verified. The cause of the reported condition. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that two (2) interlink t-connector extension sets would not prime. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.